Event description:
It was reported that when the cutting loop electrode was inserted into the resectoscope, the electrode broke.

Manufacturer narrative:
Additional information will be provided once investigation is completed.